Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d9, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fault lamp (wear and tear). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: main lamp did not start; emergency (halogen) lamp started due to fault lamp. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additinal information received from customer.

Event description:
It was reported that during maintenance, the subject device had lamp failure. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.